Manufacturer narrative:
Investigation outcome: according to the customer information analysis we have received a complaint from our users regarding the following product: hose system disposable, article number (B)(4), lot unknown. An investigation could not be performed because the parts were disposed of at the customer site. Additionally, since no lot number was provided, a review of the production and assembly documentation was not possible. Additional questions were raised to the customer: observation: during the initial check, it was noticed that the breathing circuit was cut. Question to customer: how is it possible that the breathing set was used despite visible damage? Answer: the defect was detected during the initial check. The patient was immediately connected to a transport ventilator. The damage most likely occurred shortly before detection. Question concerning device exchange and technical check question to customer: was the mentioned device sent to you as described: ¿the ventilator was replaced the next day to be checked by the technical service¿? Answer: yes, the device was tested, and the test result was normal. As the product involved and the lot number were not provided, not detailed investigation could be performed. However, it could be clarified that the damage of the breathing circuit was detected during the initial check shortly before connecting a patient. Additionally, the involved ventilator was tested following this event and all the tests were passed. No device error could be found. It cannot be verified if the at what point the breathing circuit was damaged. Based on the given information, the root cause of the reported incident could not be established. This case is considered as closed.

Event description:
The breathing circuit was found with a malfunction as the expiration tube was found to be cut. This was noticed during the initial check of the system (ventilator and associated breathing circuit), however it seems that the device was already connected to the patient. Indeed, it is indicated that a patient experienced a light desaturation with spo2 measurement of 93 (duration is unknown). An alternative device was use and there was no reported consequences for the patient. Based on the provided information, the fact that the incident might lead to death or a serious deterioration in state of health of a patient due to the deterioration of the breathing circuit can not be excluded. Therefore, the event is reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).